Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.5, 3.6, 4.8. Lab-inr: 1.3. 1.1. 2.5.

Manufacturer narrative:
Inratio: 4.5, 3.6, 4.8; reference: 1.3, 1.1, 2.5; mean: 2.90, 2.5, 3.65; confidence-limits: 1.8-4.2, 1.6-3.4, 2.2-5.3. A [4.5 and 3.6 inr are not registered on data memory of meter. Summary: end-user reported accuracy discrepant test result. Meter (inratio-I) was returned. Pt info was not known. Mean calculation revealed results from test-1 and test-2 indicated both inratio and reference values are outside of the confidence values. Strip accuracy test was performed and results met criteria. Product deficiency was not established. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. For investigation results, & in-house (accuracy) testing, strip lot 216965 (strip code: 3w945) was not found on data memory. Invalid strip ln 216965. In-house accuracy test. Test date: donor 1, donor 2. Meters sn: returned meter. In -house meters. Retained strip: 080525a (strip code: q192p) strip lot determined on data memory. Comparative sys: sysmex 560. Two therapeutic donors. Aug-19-2009, biosite received meter. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.